Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received power error detected alert. Customer explained that the internal power source is unable to charge. Customer's blood glucose value was 12.7mmol/l. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Power error alarm due to connector resistance issue.